Event description:
It is reported that the pt was revised due to a broken articular surface.

Manufacturer narrative:
In a review of the revision surgical notes the surgeon stated that there was a broken insert (articulating surface component) locking mechanism that was removed and the insert was placed back in to prevent any further damage to the femoral component. It was not scratched and was intact. All components were in excellent position with good stability and tracking. It is noted that the surgeon then revised the knee with a thicker articulating component, going from a 16 mm to a 19 mm insert. No devices or photos were rec'd; therefore, the condition of the component is unk. It is unk whether the components is unk. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of the device history records did not find any deviations or anomalies. Rehabilitation protocol and adherence thereto is unk. A definitive root cause cannot be determined with the info provided.